Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Note: facility information (B)(6). Note: this event was reported to the FDA under medwatch report mw5090147 on (B)(6) 2019. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5090147 that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with two 325cc mentor smooth round moderate profile saline breast implants experienced systemic inflammatory response, hypersensitivity to foods, tiredness, headaches, vision changes, allergic reactions, anti-inflammatory, constant inflammation, migraines, cervical bleeding, brain fog, gastrointestinal issues and capsular contracture baker grade unknown post procedure. As a result, patient had undergone removal on (B)(6) 2019. This report is for the right sided device. See 1645337-2019-22510 for contralateral prosthesis report.